Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been received by the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the embolization coil stretched and detached in the microcatheter. Both segments of the coil were removed in their entirety without additional intervention the patient is reported to be "fine."

Manufacturer narrative:
The pusher, introducer and dispenser hoop were returned. The implant, shrink lock, and microcatheter were not returned. The implant was not attached to the pusher and not returned. The monofilament was found damaged and torn. Inspection of the pusher found multiple kinks and bends on the gold connector. The monofilament profile is indicative of a tensile separation of the implant. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.